Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a colonic dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge monitor did not show the desired pressure and the needle did not move at all during the dilation. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on 02oct2017. It was confirmed that this complaint report, MFR. Report # 3005099803-2017-00731 is a duplicate of complaint report MFR. Report # 3005099803-2017-02199. Any further information regarding the event will be reported under MFR. Report # 3005099803-2017-02199.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a colonic dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge monitor did not show the desired pressure and the needle did not move at all during the dilation. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.